Event description:
Per the independent repair center statement, the unit is alarming or has a red light. The key failure was a contaminated pilot valve. Additional malfunctions were the o-ring pilot valve was leaking, the zip tie's for the sieve beds and manifold were replaced. The hose clamp for the manifold was replaced. The heat exchanger was leaking, power switch has a short circuit. In addition, the intake filter and cabinet filter are missing.